Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a .025¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the medium-large clip applier instrument was not firing the clip. The procedure was completed as planned. No known patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The instrument was inspected prior to use with nothing noticeable noted. The incident with the clip applier occurred when trying to fire the clip with the instrument in the patient. The surgeon was attempting to clamp on a vessel or tissue bundle. The issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. Medium-large weck hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The issue occurred on the first clip application attempt. The issue was resolved by using a second clip applier backup. The patient was discharged.

Event description:
Refer to h10/h11 for follow-up information.